Manufacturer narrative:
There was no contact phone number provided. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwat

Event description:
This is report 4 of 7 for the same event. It was reported from (B)(6) that during unspecified surgical procedures, it was observed the seven lid devices were not working properly. According to the report, when the lid devices were attached to the handpiece devices, the motor did not trigger to the saw mode. It was further reported that the devices were stuck in the lock position and did not turn to saw mode. The reporter stated that there was no alleged malfunction against the handpiece devices. There was a five to ten minute delay in the surgical procedures. It was reported that spare devices were available for use for every surgical procedure. There were no reports injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed testing. It was determined that it was possible to turn the lever from lock to unlock position without pressing the safety button. Therefore, the reported condition was confirmed. It was determined that the malfunction could be found in the deformation of peek by spring force. The assignable root cause was determined to be due to faulty construction/design. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.